Manufacturer narrative:
At analysis it was observed that the glass of the touch screen was broken, that glass pieces were completely loose so it was not possible to verify customer comment that the display did not work even when the pen was changed. Additionally, errors in the software updates were found and the upper and lower handle were cracked. The device was cleaned, the touch screen was replaced and calibrated, the upper and lower handles were replaced and new software was installed. The programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display does not work. Changing the pen did not resolve the issue. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.